Manufacturer narrative:
N/a.

Event description:
The following has been reported: customer reported pump malfunction with constant alarm. The customer's reported issue of a "constant alarm" was partially confirmed. An error was found in the history log, but after extensive testing, the issue could not be reproduced. The device is functioning as intende d. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed. Two error 35 were identified but although this could not confirm the reported event (constant alarm). The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, several functional tests related to the reported event were carried out. There was no technical or functional issue that could be identified for this device which worked as intended. Nothing was noticed during both external and internal check. There is no physical explanation for the two errors 35 found when reviewing the history logs. It is not certain that these two errors are linked to the reported event. Therefore, this complaint is considered as not confirmed, and the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.